Manufacturer narrative:
(B)(4).

Event description:
It was reported the transmitter stopped working without an error message. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.